Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The down arrow, up arrow, and center buttons were not responsive. Customer's blood glucose level was 550 mg/dl. She went to the emergency room sat there for an hour then left. Customer went to the hospital on (B)(6) 2017. The customer was not treated by the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The low reservoir alert functioned properly. All buttons functioned properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Pump was received with pillowed keypad overlay.